Event description:
The customer received a blood glucose reading of 330 mg/dl from her contour and a reading of 22 mg/dl from another meter. The differences between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged event was alleged as a result of the low reading. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.